Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the "pacing was turned off'" on the right ventricular (rv) lead as "the lead is funky". The lead remains in use. No patient complications have been reported as a result of this event.